Event description:
The customer reported that images sometimes appeared oval. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the passive backplane. The system operates as intended.